Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump's display screen is blank. There is no adverse event related to this issue. This complaint is being reported as the issue could not be resolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and made audible tones, but the display screen was blank. The pump case was opened and no damage to the display was found. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.